Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to the emergency room after receiving hv therapy, inappropriate antitachycardia pacing therapy and inappropriate hv therapy was observed. Review of session records revealed that the rhythm was initially started as svt but changed to a vt. Atp was delivered and the vt was converted, but the device continued to deliver therapy. Device was re-programmed. Additional programming changes were recommended but no further changes were made. Patient was asymptomatic and will continue to be monitored.